Event description:
It was reported that this implantable pacemaker exhibited undersensing on the right ventricular channel. Reprograming of the device was performed and the issue was resolved. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date. E1: initial reporter first name. E1: initial reporter last name.

Event description:
It was reported that this implantable pacemaker exhibited undersensing on the right ventricular channel. Reprograming of the device was performed and the issue was resolved. This device remains in service. No further adverse patient effects were reported.